Event description:
Patient family reported numerous ICD shocks. Device interogation revealed ra and rv lead impedances abnormal high and failure to sense/capture. Cxr revealed ligation fractured of ra lead and fracture of rv lead(bent at right angle). Device turned off and replaced rv lead, capped off ra and rv (chest lead) - unable to contact. Fractured portions collected and given to MFR.